Event description:
A spyscope access and delivery catheter was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure on a male in 2008. According to the complainant, "...a piece of plastic was stuck in the spyscope channel...[the physician] ... Pushed it out of the channel ... [However,] they were unsure where the plastic went. They thought it fell out on the floor, but were unsure." The procure was completed with a second spyscope access and delivery catheter. No pt complications were reported as a result of this event, and the pt's condition was reported as "fine" following the procedure.

Manufacturer narrative:
The complaint indicated that the device has been discarded and will not be returned for eval. A device analysis cannot be performed; therefore, the relationship between the device and the cause of the event is undetermined. A search of the complaint database revealed that two additional complaints have been reported on this lot for unrelated issues, (difficulty advancing and difficulty passing accessory through scope). The february 2008 15-month spyscope access and delivery catheter product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.